Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needless connector. User says it happens occasionally, so needle is not doing the job as expected. There was no harm to the user. Response received 26 july 2023. Customer reports the patient has "neo breast" and is receiving herceptin-perjeta for treatment. Flow was observed between the microclave plug junction and the first y-site of the needle during infusion with positive displacement pump. Discharge was observed when closing the port-a-cath. Patient is canadian. Patient received full treatment. Additional information received 9/11/2023: this event occurred on june 2nd or june 22nd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needless connector. User says it happens occasionally, so needle is not doing the job as expected. There was no harm to the user. Response received 26 july 2023 customer reports the patient has "neo breast" and is receiving herceptin-perjeta for treatment. Flow was observed between the microclave plug junction and the first y-site of the needle during infusion with positive displacement pump. Discharge was observed when closing the port-a-cath. Patient is canadian. Patient received full treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needless connector. User says it happens occasionally, so needle is not doing the job as expected. There was no harm to the user.